Manufacturer narrative:
Additional information: d10, h3, h6 as received, a complete lead was returned in one piece. The reported event of difficult to rotate the helix was confirmed. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The measured full helix extension length was within specification. The cause of difficult to rotate the helix was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of low pacing impedance was confirmed. Shorting was found between conductors cause by overtorquing of the inner coil. The cause of low pacing impedance was due to overtorquing of the inner coil consistent with procedural damage. The reported event of insulation damage was confirmed. Visual inspection of the lead found the outer insulation was twisted due to overtorquing the inner coil. The cause of insulation damage was due to overtorquing the inner coil consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, low pacing impedance was observed on the atrial lead due to suspected insulation damage. Additionally, it was difficult to rotate the atrial lead helix. The lead was replaced to resolve the event and the patient was in stable condition.